Manufacturer narrative:
Method: at the time of this report, sample had not been received, but was reported to be available. Result: a DHR process cannot be performed without a lot number. I-flow is attempting to obtain add'l info from our distributor regarding pt contact, adverse event and pump info. Conclusion: the sample will be evaluated when received and a f/u report will be filed. I-flow provides a "caution" in its dfu (easypump lt) which states the following: actual infusion times may very due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or larger delivery time. The easypump lt flow, flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degree c/88 degree f) and the tubing should be under the pt's clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degree c / 68 degree f), delivery time will increase approx by 25%. Info from this incident has been included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: 5 fu; fill volume: unk; flow rate: 2 ml/hr; procedure: chemotherapy; cathplace: unk. Hospital (B)(6) reported a fast flow issue. Adverse event is unk. Pt contact is unk.